Event description:
It was reported that the inflatable penile prosthesis (ipp) implant device was unable to fully inflate the device due to an over insertion of kink resistant tubing (krt) into the pump. The pump bulb reinflated after each pump, just not effectively and with resistance. In august, during a clinic visit the physician ordered a magnetic resonance image (MRI) in order to investigate the issue and they determined the pump needed to be replaced. No air or holes were observed in the system. The physician removed and replaced the pump component through replacement surgery, and once replaced the device functioned properly. There were no patient signs or symptoms reported at this time.

Manufacturer narrative:
Correction to field d10: concomitant products. Correction to field h6: device codes. Model number/catalog number: 720185-01. Serial number: n/a. Batch/lot number: 1100663747. Model/catalog description: reservoir flat iz 100 ml. Unique identifier (UDI) #: (B)(4).

Manufacturer narrative:
D10: concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that the inflatable penile prosthesis (ipp) implant device was unable to fully inflate the device due to an over insertion of kink resistant tubing (krt) into the pump. No air was observed in the system. The pump bulb reinflated after each pump, just not effectively and with resistance. There were no holes present in the system. The physician removed and replaced the pump component through replacement surgery, and once replaced the device functioned properly. There were no patient signs or symptoms reported at this time.